Event description:
Customer reporting 1 false negative qv otc results from known positive patient samples when performing validation process. Samples noted by customer to be old.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Possible sample-specific issues due to storage or low lod. Root cause: insufficient information. Source: phone.